Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code).

Event description:
It was reported that during an unrelated service process, the cardiosave intra-aortic balloon pump (iabp) has a battery failure. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the failure of the device with the information provided was encountered during the fsca process. The safety disk, tidal volume disk, 9v battery, mufflers, scroll compressor, 2 batteries specified in the required parts section have reached the end of their service life the parts need to be replaced. The device is in working condition, but it is not recommended for clinical use due to the expired parts. The user or patient was not harmed by the device failure. There was no information received about part replacement. The investigation shall be closed now. If any additional information received about part replacement the complaint will be reopened and updated it.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a battery failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1(event site postal code-(B)(6). Event site telephone-(B)(6). It was reported by customer stated that cardiosave intra aortic balloon pump (iabp) device had a battery failure. No patient involvement, no harm reported. The malfunction of the device whose information was given was discovered during the fsca process. The safety disk, tidal volume disk, 9v battery, mufflers, scroll compressor, and 2 batteries specified in the required parts section have expired, and replacement of the parts is required. The device is in working order but is not recommended for clinical use due to expired parts. The hospital has not yet purchased parts, so no repairs have been made to the device.so, the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated. H3 other text : the hospital has not yet purchased parts, so no repairs have been made to the device.